Manufacturer narrative:
A ge service representative performed an onsite investigation. The monitor was replaced. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system had a poor image quality in the lateral view. There was also a burnt image on the screen. No patient injury was reported.